Manufacturer narrative:
Pump was received with normal operating currents and no unexpected low battery alarm or blank display noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device turned off and on by itself without any alarms. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.